Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The treating physician confirmed the patient did not need any additional blood transfusions and the patient is stable.

Manufacturer narrative:
Evaluation summary one used dsc-22-01 was received for evaluation and investigated. The visual inspection found the tip of the needle was deformed, but the needle tip was still attached to the needle. A review of the device history record for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (Patient underwent an x-ray to locate the needle tip inside the patient cavity). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an endoscopic ultrasound was performed for a submucosal mass of the stomach. Two passes were made with the device and as the third pass plunged into the mass, a crunching sound was heard. The device was removed from the patient and the team noticed that the shorter prong of the device mouth still appeared intact, but the larger tip appeared slightly fractured. An endoscopic ultrasound was used in an attempt to locate the tip without success. Staff checked the working channel of the scope and the sheath of the device, but no damage was detected. The patient experienced melena and was admitted to another hospital, and required two units of blood via transfusion. An x-ray of the kidney, ureter, and bladder (kub) done at outside facility; needle fragments were not identified.